Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. ¿"chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image. The issue was observed during an unspecified therapeutic procedure. The procedure was completed with a similar device with no reports of patient or user harm associated.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to damage on the charged coupled device unit, the image disappeared during angulation in the right and left directions, due to damage on the charged coupled device unit an e216 (scope communication error) occurred, the adhesive on the bending section cover rubber had a chip, the bending section cover rubber had a scratch, switch 1 had a scratch, the universal cord had a scratch, and the light guide cover glass had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.